Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 304 mg/dl and blood glucose was 160mg/dl and that another time blood glucose went to 50 mg/dl. Troubleshooting found that the cannula was bent and advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor sensor glucose and that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed continuity resistance test and the sensor failed the test. A visual inspection found the cannula was bent; unable to confirm if the customer received sensor in said condition due to customer returned opened and used.